Event description:
It was reported to philips that the wireless footswitch base station was replaced. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the wireless footswitch base station. Upon troubleshooting, fse checked the system and confirmed that the base station is loose and damaged inside the table. Fse replaced the base station and reworked the table. After replacing the base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.